Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose level. The customer's blood glucose was running below 70's and was in 50's mg/dl and treated food. The customer declined troubleshooting on insulin pump. The customer's blood glucose at the time of incident was 56 mg/dl and current is 111 mg/dl. The insulin pump will not be returned for analysis.